Event description:
It was reported that there was no alleged product issue and the action required as a result of the event was that peripheral nerve evaluation (pne) screener box was not connected to the lead as the patient was being admitted to the ER for an adverse reaction to the lidocaine. The actions were not taken yet but were planned and the patient was going to the ER for evaluation. The lead status was that it was implanted and remained in service. No diagnostic testing or troubleshooting was performed and it would be performed in the future. The product issue was not resolved and the cause of the issue was not determined. The patient¿s medical history was anxiety and their status was alive with no injury. The patient symptoms or complication associated with the event were a suspected lidocaine reaction at the location of the head and the patient had dizziness, numbness around the mouth, shaking, and was unable to think clearly. The patient was fine after the visit to the ER and they had a successful basic test and was now going to implant on 2014-(B)(6).

Manufacturer narrative:
Concomitant: product ID 3065usc, lot# n474050, implanted: 2014-(B)(6), product type screening device. (B)(4).